Event description:
During urgent percutaneous transluminal coronary intervention, stent came off of balloon prior to deployment in proximal circumflex and appeared to be caught on stent which had previously been placed in proximal circumflex the day before. Physician unable to deploy or remove stent. Pt was stable and pain free. Guidewire apparently hooked on stent in proximal circumflex and was not able to be removed from artery. Pt to or for aortotomy.